Event description:
It was reported that intermittent undersensing of ventricular fibrillation was observed. The patient received multiple high voltage therapies due to vt storm. Review of the egm revealed that the patient was in an arrhythmia slower then the vf zone. The device intermittently undersensed the arrhythmia due to extreme variations in r wave amplitude. The patient expired. It was believed that the device functioned as it was programmed.